Manufacturer narrative:
No product has been returned for investigation nor were x-ray films provided to confirm the alleged event. Labeling: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications known to occur include: damage to blood vessels..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); neurological, vascular or visceral injury..." "...to prevent improper screw placement, the trial drill guides must only be used to create pilot holes for the most superior holes of the archon anterior cervical plate. Only used the trial drill guides with the archon anterior cervical plate and variable screws..." "...to prevent improper screw placement and hindrance of screw locking into the plate, the plate holding dual barreled dts guide must be used with the 2.5 x 13 mm dts archon drill. For proper trajectory, tighten the dts guide to the plate before drilling. Do not use the plate holding dual barreled dts guide with self-drilling screws alone or with an archon-r anterior cervical plate..." No product returned.

Event description:
On (B)(6) 2018, patient underwent an anterior cervical discectomy and fusion procedure with no reported events. On (B)(6) 2018, patient was returned to the operating room due to a hematoma. During the procedure it was noticed the top locking mechanism on the plate was detached.

Event description:
Received xray films confirming the alleged even of back out. As per reporter hematoma did not cause an adverse event.